Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned product noted thick dried contrast visible in the inflation lumen and in the proximal end of the balloon, consistent with preparation. The stent implant was stationary on the balloon and between the markers. The proximal end of the stent implant was flared as the proximal end of the balloon was partially inflated, consistent with attempted inflation. The rest of the balloon was tightly folded. There was a clear non-abbott sheath with a stylet over the middle of the stent implant, which was likely placed on the balloon for return shipment to abbott vascular. The sheath was removed without any resistance. There was kink in the distal shaft 15 cm distal to the guide wire exit notch. Using a new indeflator filled with water, an attempt was made to pressurize the balloon to the rated burst pressure; however, the balloon did not inflate due to the thick contrast. The stent delivery system (sds) was left pressurized for 5 days and the contrast did not dissolve and fluid did not advance into the inflation lumen or balloon. It is possible that the contrast mix ratio may have been improperly diluted and could have contributed to the inflation difficulties. Contrast that is more concentrated can lead to slower inflation. It is specified in the instructions for use (IFU): the contrast is 60% contrast diluted 1:1 with normal saline. It is likely that build up of contrast in the inflation lumen contributed to the balloon, unable to inflate. Additionally, the noted kink in the shaft likely occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. Difficulty of inflating the balloon of the sds can be affected by, but is not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, inflation technique when using the product and accessory device support, unevenly trimmed hypo-tube jacket material in the inflation port (hub) causing a valve when inflated or deflated and blocking the flow of contrast in or out of the balloon, and/or contamination in the inflation lumen and inner diameter of the shaft. To help ensure that the reported difficulties are not due to manufacturing, a sampling of units is destructively tested for proper balloon inflation. The reported difficulties appear to be related to the operational context of the procedure. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot. All stent delivery systems are visually inspected for damage during the manufacturing process. Additionally, a sampling of units is destructively tested to verify proper balloon inflation and deflation.

Event description:
It was reported that during the procedure in the distal right coronary artery, pre-dilatation was not performed. A 3.0x23 zeta stent system was advanced to the target lesion. An attempt was made to deploy the stent; however, the balloon did not inflate and the stent did not deploy. The stent system was removed from the anatomy. There was no leak or rupture observed. The lesion was successfully treated using a non-abbott stent system. There was no reported significant clinical delay in the procedure and no adverse patient effect. Though requested, no additional information was provided.